Event description:
Distributor reported "capsular contracture baker grade IV, folds, serous fluid, infection, inflammatory, fever, chills, cystic structure and deformity" confirm via ultrasound. This record is for the left side. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ cyst(s): unable to observe as it is not related to the manufacturing process. ¿ fever: unable to observe as it is not related to the manufacturing process. ¿ seroma-late: unable to observe as it is not related to the manufacturing process. ¿ inflammation/irritation: unable to observe as it is not related to the manufacturing process. ¿ respiratory tract infection: unable to observe as it is not related to the manufacturing process. As per the investigation procedure observed deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and seroma.

Event description:
Distributor reported "capsular contracture baker grade IV, folds, serous fluid, infection, inflammatory, fever, chills, cystic structure and deformity" confirm via ultrasound. This record is for the left side. Device was explanted and replaced with a non-abbvie device.